Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The customer reported two unconfirmed false negative results with ID now covid-19 2.0 test kit on (B)(6) 2023 on nasopharyngeal sample. The customer received a negative result on ID now covid-19 2.0 test kit, and a positive result on unknown brand kit. This MFR. Report addresses test two (2) of two (2) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use.

Event description:
The customer reported two unconfirmed false negative results with ID now covid-19 2.0 test kit on (B)(6) 2023 on nasopharyngeal sample. The customer received a negative result on ID now covid-19 2.0 test kit, and a positive result on unknown brand kit. This MFR. Report addresses test two (2) of two (2) tests. No additional patient information, including treatment and outcome, was provided.